Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. It is reasonable to conclude that the prominent acetabular bone and osteophyte indicated in the event description is an indication of arthritis progression. This information alone does not substantiate a serious injury. 3 follow-up attempts to request a clarification of the event have been completed. If/when further information is received the MDR decisions may be re-evaluated.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had prominent acetabular bone and osteophyte. Doi: (B)(6) 2017. Dor: (B)(6) 2019; left hip.